Event description:
Patient looked at her back up pump (cadd ms 3) and it had cracks all over. Patient was not using the pump at the time. Sent replacement pump in a return box. No harm to patient (B)(4). No adverse reaction.